Event description:
It was reported on 10/05/2021 by a facility representative via sems that an ar-9821 is malfunctioning, "three separate knee scopes, surgeon said the ar-9821 seemed to be aspirating too aggressively, essentially emptying the knee joint of fluid.". This was discovered during a case with no patient harm

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Device was discarded by the facility. The most likely cause for the reported failure can be attributed to improper connection attempts.